Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018- 12254. It was reported the elective replacement indicator (eri) was displayed. It is unknown if the patient is receiving therapy. Further attempts to contact the patient for further troubleshooting have been unsuccessful.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-12254.